Event description:
It was reported that the patient presented to the emergency room after the device toned. A remote transmission found that the alert triggered due to high impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52 implantable pacing lead (B)(6) 2011. (B)(4).